Event description:
On (B)(6), 2011 a doctor reported that a patient lost a sybronpro tl implant approximately one and a half (1 1/2) months after placement due to soft tissue invagination. This MDR is the first of two reports.